Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in denmark: "underinfusion" reason of complaint: "the pump has "pulled" the infusion too slowly. For example, the pump was set at a rate of 164 ml / h and olume of 164 ml, after approx. 45 min. Beeps the pump,and there is still a lot of medicine left in the bag (approx.over half). Under "status" it says that there is infused 134 ml, which is not consistent with how much medicine is left in the bag. New values is set ino the pump and as the pump beeps again, there is still a lot of liquid left in the bag. Then the pump is switched on and the infusion runs in on a regular basis."